Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia (treatment for anemia was done in 2016.), gastric bypass (treatment for gastric bypass was done in 2012.), flank pain and neck pain. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), back pain ("back pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced migraine ("migraines"), anxiety ("anxiety/psychological or psychiatric condition:anxity"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), abdominal distension ("bloating") and headache ("headaches"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection"). The patient was treated with ciprofloxacin (cipro 500 mg), vicodin (lortab) and surgery (full hysterectomy w/ bilateral salpingectomy and right oophorectomy, due to symptoms associated with). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, back pain, dyspareunia, migraine, anxiety and dysgeusia had not resolved and the vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal distension, urinary tract infection and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: postoperative changes of tubal ligation. Computerised tomogram pelvis - on (B)(6) 2015: postoperative changes of tubal ligation. Hysterosalpingogram - in 2006: confirming full occlusion of fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain. Headache." Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added, patient demographics added,concomitant condition and treatment drug added, lab data added, events added as per pfs is abnormal bleeding (vaginal),abnormal bleeding (menorrhagia), dysmenorrhea, fatigue, blotting, urinary tract infection. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included anemia (treatment for anemia was done in 2016.), gastric bypass (treatment for gastric bypass was done in 2012.), flank pain and neck pain. In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), back pain ("back pain"), dyspareunia ("pain during intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea"). In 2007, the patient experienced migraine ("migraines"), anxiety ("anxiety/psychological or psychiatric condition:anxity"), dysgeusia ("metallic taste in mouth"), fatigue ("fatigue"), abdominal distension ("bloating"), headache ("headaches"), tooth disorder ("dental problems") and alopecia ("hair loss"). In december 2010, the patient experienced urinary tract infection ("urinary tract infection"). The patient was treated with ciprofloxacin (cipro 500 mg), vicodin (lortab) and surgery (full hysterectomy w/ bilateral salpingectomy and right oophorectomy, due to symptoms associated with). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, menorrhagia, back pain, dyspareunia, migraine, anxiety and dysgeusia had not resolved, the vaginal haemorrhage, dysmenorrhoea, fatigue, abdominal distension, urinary tract infection and headache outcome was unknown and the tooth disorder and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient sought medical attention for her symptoms. Patient still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: postoperative changes of tubal ligation. Computerised tomogram pelvis - on (B)(6) 2015: postoperative changes of tubal ligation. Hysterosalpingogram - in 2006: confirming full occlusion of fallopian tubes . ¿concerning the injuries reported in this case, the following one/ones were reported via medical records: back pain. Headache." Most recent follow-up information incorporated above includes: on 19-jul-2018: plaintiff fact sheet was received - the following events were provided: dental problems,alopecia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.